Event description:
It was reported that the patient presented to the emergency room after hearing the patient alert and receiving an inappropriate shock. The right ventricular (rv) lead had t-wave oversensing, noise, high impedance and a possible lead fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for lead failure predictor (lfp) on (B)(6) 2012. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012. Programmer save to disk (s2d) data show alerts for rv bipolar lead impedance= 2261 and 2793 ohms on (B)(6) 2012. There were five lfp high rate-ns <= 150 ms average v-cycle on (B)(6) 2012. Ventricular short interval count v-sic=73 counts, in 0.49 day, on (B)(6) 2012.